Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. D4: UDI # (B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was reported the surgeon was trying to make holes in the wrong position. As stated in the compress surgical technique, the pin placement table specifies which array of holes may be used based on the center sleeve that was previously selected. The root cause of the reported event is attributed to failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the fractured pieces remain in the body. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00385.

Event description:
It was reported that total knee arthroplasty was performed with compress. During procedure, drill included with compress spindle broke when surgeon tried to make a hole for anti-rotation pin. Subsequently, the broken tips remain in the patient body.